Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-4068-90 suturelasso sd broke while repairing the labrum. The broken-off piece was retrieved and removed from the patient. This was discovered during a labrum repair procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 05/05/2025: a new ar-4068-90 suturelasso sd was used to complete the case. There was no case delay, and no added anesthesia was administered to the patient. No adverse effects were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation was confirmed based on the customer's attached picture, in which the tip of the device was displayed broken off.